Event description:
It was reported through a research article identifying xience pro that may be related to the following: plaque shift/tissue prolapse, dissection, restenosis, additional therapy/non-surgical treatment, and prolonged/additional hospitalization. Details are listed in the attached article titled: absorb biodegradable stents versus second-generation metal stents: a comparison study of 100 complex lesions treated under oct guidance. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the devices remain in the patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection and restenosis, as listed in the xience pro instructions for use (IFU), are known patient effects that may be associated with the used of the device. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us. The PMA # listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us. The xience prime referenced is being filed under a separate manufacturing report number.